Event description:
The customer reported that the 9800 system would not fluoro. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The generator backplane and high voltage supply regulator printed circuit board were replaced. The system was tested and is operating as intended.